Event description:
It was reported by service report that the bed has no power but is plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results code: quick disconnected not fully seated.